Event description:
It was reported by service report that the sheathing on the power cord was torn with exposed bare wires and the power entry module was cracked. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.